Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance and noisy signals intermittently. The noisy signals were oversensed, which resulted in pacing inhibition. No asystole was reported. Though the cause of the high out of range impedance remains unknown, the suspected cause for the noisy signals is lead fracture. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.